Event description:
While setting up the maximove floor lift for a transfer, before attaching the sling, the nurse believed that the hanger bar was loose and shook the unit (described to be a slight shaking). This caused the hanger bar assembly to fall to the floor. No pt involved. Ref MFR report 9611530-2013-00072.